Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: initial reporter facility name: (B)(6). A review of the receiving inspection (ri) for verse x25 inserter/tightener was conducted identifying that lot number gm5160604 was released in one batch. . Batch 1: lot qty of (B)(4) units were released on 05 dec 2018 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip verse x25 inserter/tightener was stripped. The observed condition was consistent as an end of life indicator for the device. No other issues where identified. After a visual inspection per guidance provided in windchill document #(B)(4), it was determined that the reusable instrument device was worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped condition of verse x25 inserter/tightener would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, during a tlif(l4/5) procedure the tightener could not make the final tightening of the verse x25 setscrew because the torque could not be applied due to slipping of tightener tip. The procedure was completed successfully with replacements of a new set screw and a new tightener. No surgical delay was reported. The surgeon commented that since the tightener tip was self-holding, the contact area with the set screw was small and the insertion was shallow, causing it to slip and torque could not be applied. No further information is available. This report involves one (1) expedium verse spine system inserter/tightener x25. This is report 1 of 1 for (B)(4).